Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient ID, age, dob & weight not provided for reporting. UDI: unknown, lot unknown, UDI is unavailable. This report is for unknown screw/unknown lot number. Original surgery on an unknown date for treatment of a tibia fracture. Revision surgery was performed on and unknown date. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 2.4/2.7mm va-lcp tmt fusion plate, part #-02.211.266, lot #-unknown. Quantity (1). Unknown screw, part #-unknown, lot #-unknown. Quantity (1). Therapy dates unknown. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two or three screws broke postoperatively following a tarsometatarsal (tmt) fusion. One tmt fusion plate and four screws were originally implanted during a tmt fusion on (B)(6) 2017. Fusion was achieved; however, it was discovered by x-ray on (B)(6) 2017 that the screws were broken. There is no planned surgery at this time. The patient will return for follow-up and it will be determined at that time how to proceed. This complaint has 3 devices. Concomitant devices reported: 2.4/2.7mm va-lcp tmt fusion plate, part #-02.211.266, lot #-unknown. Quantity (1). Unknown screw, part #-unknown, lot #-unknown. Quantity (1). (B)(4).

Manufacturer narrative:
Procedure and concomitant devices updated from tmt to mtp procedure and plate. Concomitant device therapy date is not known. Initial reporter name and address: hospital telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) or three(3) screws broke postoperatively following a metatarsophalangeal (mtp) fusion. One 10 degree mtp fusion plate and four screws were originally implanted during an mtp fusion on (B)(6) 2017. Fusion was achieved; however, it was discovered by x-ray on (B)(6) 2017 that the screws were broken. There is no planned surgery at this time. The patient will return for follow-up and it will be determined at that time how to proceed. Concomitant devices reported: 10 degree mtp fusion plate (part number unknown, lot number unknown. Quantity 1), screw (part number unknown, lot number unknown. Quantity 1).